Event description:
The patient, 25 yr. Old, japanese male sustained a pelvic fracture. The surgeon had just put in the final stage of fillin the last screw of an 8-hole universal ribbon when the head of the screw broke off. The screw remains in the patient.